Event description:
It was reported during cartography of left auricle a tamponade occurred. The procedure was an afib ablation from a clinical trial, the patient event was procedure-related and probably device-related. The patient required a cardiac surgery.

Manufacturer narrative:
(B)(4).